Event description:
Information was received indicating that while in use, a smiths medical cadd solis vip pump was not infusing medication (chemo). It was also reported that the user was instructed to do several things, but the issue could not be resolved. Subsequently, user arrived at the clinic with the pump. No patient consequences were reported. No adverse effects were reported.